Manufacturer narrative:
The device evaluation found no additional reportable findings. Based on the results of the investigation, but it is assumed that the defective item is due to stress from use, external factors, or handling. However, the definitive root cause of the event could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): in the instruction manual (operation edition): chapter 3 preparation and inspection 3.3 endoscope inspection. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited with objective lens adhesion peeling. There were no reports of patient involvement.